Manufacturer narrative:
Per case notes,the sensor was broken into two pieces during removal procedure where the endcap separated from the sensor.the RMA was authorized, and all broken pieces of the sensor were received.a visual inspection confirmed the complaint and the breakage of the sensor was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor.no further resolution was found necessary for this complaint. B4.date of this report 05 june 2024. G3.date received by the manufacturer? 05 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 22, 2024, senseonics was made aware of an adverse event where the hcp reported that the sensor broke during the removal procedure. All fragments of the broken sensor were retrieved from the user.